Manufacturer narrative:
The ventilator was sent to the bench for repair. The manufacturer's service technician evaluated the unit and confirmed the reported problem. The manufacturer's service technician replaced the navigation ring to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported parameters could not be set. The customer reported there was no patient involvement.